Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was determined that the cause of the "front panel light extinguishment due to circuit board failure" was a failure of the pipeline pressure sensor mounted on the circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited front panel light extinguishment, circuit board failure, and a failure of the pipeline pressure sensor mounted on the circuit board. There was no patient involvement.